Event description:
Patient had a pacer placed after undergoing a CABG x3. The next day the patient stated she was feeling shocks when she had not required any pacing earlier in the day. The registered nurse grabbed the pacer to turn it off and accidentally pressed the ddd mode instead of the power mode. This caused the patient to go into a torsades cardiac rhythm. Code blue was called, two compressions were delivered and the patient was defibrillated. Patients pulse returned with spontaneous respirations.